Manufacturer narrative:
There is a known issue on the gem premier 4000 system of rare occurrences of falsely lowered k+ results (potential negative bias of 0.6 to 1.2 mmol/l) that can occur during cartridge life on patient blood analysis, leading to erroneous results with potentially severe impact to patient treatment. Recall: a recall has been initiated to notify the field regarding the issue with k+ reporting on the gem premier 4000. This recall action was submitted and will be tracked through the local (B)(6).

Event description:
Customer reported inaccurate results from the potassium parameter on one of their gem premier 4000. K+ results on this one gem premier 4000 were too low when compared to another gem premier 4000 instrument and to their laboratory reference instrument. Biases exceed the instrument's total allowable error claim of +/- 0.5 mmol/l.